Manufacturer narrative:
Plant investigation: the reported complaint was not confirmed as the complaint device was not returned for manufacturer evaluation. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. Therefore, the complaint is not confirmed.

Event description:
A user facility clinic manager (cm) reported during a patient's hemodialysis (hd) treatment there was streaking noted in the dialyzer, after machine alarmed for minor blood leak. There was blood seen in the venous hanson hose and the solution was tested using a blood test strip and it was positive for blood. Upon follow-up, the cm stated an internal dialyzer blood leak occurred within five minutes after initiation of hemodialysis (hd) treatment. The machine, a 2008t ((B)(6)), alarmed appropriately with a blood leak alert. The blood leak was visually observed within the dialyzer. Blood test strips were used and tested positive for the presence of blood. The patient was utilizing fresenius bloodlines. No damage was noted on the dialyzer prior to treatment. The patient's blood was not returned. Heparin usage was reported to be 3,000 units/ml the estimated blood loss (ebl) was 250 cc. Immediately following the event, the patient was re-setup with new supplies on a different machine and completed treatment without further issue. The machine is back in service. There was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The dialyzer was available to be returned for manufacturer evaluation.

Manufacturer narrative:
Additional information: a1, a2, a3, a4, b5. H6 device component code.

Event description:
A user facility clinic manager (cm) reported during a patient's hemodialysis (hd) treatment there was streaking noted in the dialyzer, after machine alarmed for minor blood leak. There was blood seen in the venous hanson hose and the solution was tested using a blood test strip and it was positive for blood. Upon follow-up, the cm stated an internal dialyzer blood leak occurred within five minutes after initiation of hemodialysis (hd) treatment. The machine, a 2008t (s/n (B)(6)), alarmed appropriately with a blood leak alert. The blood leak was visually observed within the dialyzer. Blood test strips were used and tested positive for the presence of blood. The patient was utilizing fresenius bloodlines. No damage was noted on the dialyzer prior to treatment. The patient's blood was not returned. Heparin usage was reported to be 3,000 units/ml the estimated blood loss (ebl) was 250 cc. Immediately following the event, the patient was re-setup with new supplies on a different machine and completed treatment without further issue. The machine is back in service. There was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The dialyzer was available to be returned for manufacturer evaluation.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility clinic manager (cm) reported during a patient's hemodialysis (hd) treatment there was streaking noted in the dialyzer, after machine alarmed for minor blood leak. There was blood seen in the venous hanson hose and the solution was tested using a blood test strip and it was positive for blood. The estimated blood loss (ebl) was unknown. Additional information was requested but was not received to date.